Event description:
Event occurred in (B)(6). The physician mistakenly thought that he had deployed the stent and began to pull the catheter out. He felt resistance and continued to pull on the catheter. The physician had mistakenly deployed the stent inside the epsylar introducer sheath rather than the targeted iliac vessel. Due to the repetitive movements experienced during stent deployment within the introducer sheath (a constrained position), the catheter tip became detached within stent. Flushing the epsylar sheath was difficult and required much pressure. A 35" wire was used to probe the catheter tip and at the aortic arch. It was noted that the wire was flipped within the introducer sheath. The pt was taken to the operating room where the sheath was removed. The catheter and introducer sheath were returned to the MFR for analysis. The deployed stent and catheter tip were within the introducer sheath. The tip likely became entangled in the distal end of the constrained stent as it was deployed. The IFU was not followed which instructs the user to predilate the vessel. The physician indicated that he didn't predilate as usual because he preferred not to use contrast medial due to the pt's age and there was no difficulty reaching the target site.

Manufacturer narrative:
Analysis summary: the physician did not deploy the stent per the IFU. The physician mistakenly deployed the stent inside the introducer sheath rather than the targeted iliac vessel. The catheter tip became detached due to repetitive movements for stent deployment with the stent in a constrained position within the introducer sheath. The physician was notified of the analysis results.